Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number of the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. (Expiry date: 05/2021).

Event description:
It was reported that during a biopsy, the device was allegedly difficult to prime and allegedly self activated. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a lot history review was conducted and it was determined that a device history record (DHR) review was required. The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. During evaluation, the top slide self-activated during the drop test. An x-ray of the device showed that the cannula tangs were not fully engaging with the device housing when the top slide was in the primed position. Upon disassembly, it was noted that the left bumper was missing and the right bumper was bent by the stylet spring. Based on the finding that the top slide self-activated, the investigation is confirmed for the reported self-activation and priming issues. The missing bumper likely contributed to the identified bent bumper and identified incomplete cannula tang engagement in addition to the reported and identified issues. However, the definitive root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during a biopsy, the device was allegedly difficult to prime and allegedly self activated. There was no reported patient injury.